Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) has atrial fibrillation (af) with rapid ventricular response (rvr). Anti-tachycardia pacing (atp) was delivered which accelerated the rhythm to the ventricular fibrillation (vf) zone. The patient then received eight shocks and therapy was exhausted. Rhythm ID was programmed on and the vf rate cut off was increased. No adverse patient effects were reported.